Event description:
Suspected failure of oscor lead and aicd system necessitated surgical removal of lead along with aicd generator. It is believed that the lead was misfiring and one of the leads was displaced and/or fractured.

Manufacturer narrative:
The reported fracture could not be identified. The damages noted are caused by the extraction procedure. No manufacturing damages were noted. The seal leak in the bifurcation adaptor may have contributed to the misfiring, due to threshold changes.